Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10h05091) and no issues was found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer in the USA of peritonitis in a (B)(6) male coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag (lot number, frequency, and dose not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. In (B)(6) 2010, the patient experienced peritonitis. Treatment and outcome for the peritonitis were not reported. It was not reported if action was taken with dianeal therapy at that time. The consumer did not provide an opinion of causality. This is report 4 of 4 involved in this peritonitis event.